Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be below the wings of the pvc adapter around the threaded area that connects to the dialyzer. Estimated blood loss was less than 30cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment. Sample has not been returned to MFR for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval. A product recall has been initiated by the MFR and the reported product issue is being investigated by the MFR via a CAPA.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.